Manufacturer narrative:
Investigation summary: bd received a 22 gauge angiocath unit from lot 9254134 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a bend in the catheter. The unit was then sent for a CT scan. The CT scan confirmed that there was a hole in the catheter tubing. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked from the tube during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about leakage occurring from the root of the catheter sheath (catheter tube).".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked from the tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about leakage occurring from the root of the catheter sheath (catheter tube)."